Manufacturer narrative:
(B)(4). Date sent: 11/16/2020 d4: batch # t5f052 investigation summary the analysis found that one plee60a device was returned with no apparent damage with an ecr60g reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the one piece sled has been correlated to the design. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy, the echelon powered stapler with green reload cut the tissue, but the staples didn't close correctly and most of them were completely open on the staple line. Surgery was delayed 20 minutes, but was successfully completed with a new stapler (hemostasis). No fragments were generated and there were no patient consequences.